Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 62 mg/dl. The customer's doctors believe that the customer was giving himself large amounts of insulin without realizing it. The history files revealed that the customer gave himself 40 units of insulin over a two hour period, without checking his blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's nurse educator did not feel that the hypoglycemia was caused by an insulin pump error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.